Event description:
Customer reported an issue with the passport 2 monitor, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's rtc module, upgrading the system software and cleaning the unit. Unit was safety tested to factory's specifications.